Event description:
It was reported that the patient presented after a magnetic resonance imaging procedure. Upon interrogation, the implantable cardioverter defibrillator was in backup mode with no backup defibrillation option due to a hardware reset. Programming changes were performed to restore the device. The patient was in stable condition.